Event description:
It was reported that during an implant attempt the left ventricular (lv) lead would not stay in place in the vessel and stability was lacking. The lv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).